Manufacturer narrative:
A ge representative evaluated the system and reseated power supply circuit boards and connectors. The system operates as intended.

Event description:
The customer reported the system displayed control panel errors and communication failure error messages and then would not boot up. There is no report of pt injury or death.